Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the kangaroo feeding tube with iris technology was leaking. There was no patient injury.

Manufacturer narrative:
Additional information received from the sale rep on 29-mar-2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the kangaroo feeding tube with iris technology was leaking at top and side of enteral feeding port. There was no patient injury. No patient data was provided or kept. Lot number was not captured.

Manufacturer narrative:
Summary the product evaluation obtained from supplier was based on images. Per the pictures, the stylet had already been pulled out, no sample returned, product analysis cannot be performed. All products were tested and inspected and have met the specified requirements prior to releasing the products for shipment. Review of the packing process shows the tube has the y-port assembly on the tube before packaging. Any y-port broken issues can be detected by the inspectors on the production line. Reviewing the manufacturing process shows all the tubes have gone through leak testing before packing; any leakage issue can be detected by the leak test station. A review of the device history record (DHR) was not performed during this investigation as the serial number was not provided. All products were tested and inspected and have met the specified requirements prior to releasing the products for shipment. Failure of the reported condition was not confirmed. A root cause analysis could not identify a root cause. Since this complaint will be considered as unconfirmed, no corrective or preventive actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.